Manufacturer narrative:
The reported event helix rotation issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix rotation issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the initial implant procedure, the helix of the right atrial (ra) lead was unable to retract. It is unknown if the ra lead was introduced into the body of the patient prior to the helix rotation anomaly. It is unknown if the helix rotation was tested prior to introducing the ra lead into the body of the patient. The ra lead was replaced. The patient was in stable condition.